Event description:
It was reported when using the bd vacutainer® sst¿ ii advance one device causing sample leakage during centrifugation. The patient sample was recollected. No additional impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name:(B)(6). Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 6 retention samples from bd inventory were evaluated by functional testing none of the tubes or caps cracked. No stoppers separated and no sample leaked. A visual examination was carried out on 100 retention tubes and no damaged tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.